Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not form closed properly enough to hold. There were no patient consequences. Case completed with the same device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.